Event description:
Report received of a non-delivery of IV fluids. The pump was programmed to deliver d5 1/2ns with 20meq kci at a 12-hour rate. The customer contact reported that the device display was incrementing as if fluid were being delivered, but there were no drops in the drip chamber and no fluid was being delivered. According to the customer, there was no delivery of fluid for at least two hours. The customer did not report any pump alarms. There was no reported adverse event with the patient. No medical interventions were required. The pump was removed from clinical service and replaced. Though requested, there was no further information available.